Event description:
Patient enrolled in (B)(4), for the treatment of cervical disk replacement at c5-c6, reported the following: on (B)(6) 2005 the patient was implanted with prodisc-c. On (B)(6) 2011 the patient presented to her physician with moderate achy lower neck and upper back pain with some mild radicular symptoms of numbness across her shoulders and upper extremities. Patient was treated with injections and non operative pain management. The event was possibly related to the type of surgery and implanted device. The current state of the event was reported as ongoing.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Information provided by phone call on 7/19/2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.

Manufacturer narrative:
Device expiry date 3/31/2005 device manufacturer date 4/6/2004 a review of the device history records was completed, the manufacturing documents were reviewed and no complaint related issues were found (no part received for DHR review). The investigation could not be completed;no conclusion could be drawn, as no product was received since the hardware remains implanted in the patient. A product event evaluation performed on previous clinical trial design evaluation was conducted. The relevant functional design requirements and verification/validation of these requirements can be found in the implant functional and design requirements traceability matrix, revision d. The patient selection could have played a role in this case and cannot be ruled out based on the materials and information available at the time of this evaluation. Patient exclusion criteria (contraindications) are listed under fdr 9.0 and include among others: more than one vertebral level requiring treatment; marked cervical instability on resting lateral or flexion/extension radiographs: translation greater than 3 mm and/or greater than 11 degrees of rotational difference to that of either adjacent level; and severe spondylosis at the level to be treated as characterized by any of the following: bridging osteophytes; a loss of disc height greater than 50 percent absence of motion less than two percent. Since the cause of the continued pain and the adjacent segment degeneration observed are unknown and no failure of the device has been identified, the verifications and validations documented in the functional and design requirements traceability matrix remain valid for the prodisc-c. The prodisc-c implant risk analysis (fmea), revision f was reviewed and it was determined that an update is not warranted at this time. There is not enough information available to determine a cause or hazard for the continued pain reported and the adjacent segment degeneration observed (that may or may not be symptomatic) and no failure of the device has been identified. Removing the diseased disc is supposed to remove the source of the patients pain. Since the patient continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. Myelopathy or pain is also listed on the prodisc-c package insert (gp2632, rev. D) as one of the several potential risks associated with this device and in general with the implantation of spinal implants. (B)(4) the source of the patients pain remains unclear in this case. This complaint can be considered indeterminate. No further action regarding implant design is necessary at this time.